Event description:
It was reported the customer's insulin pump unexpectedly turned off. Customer's alarm history showed a battery out limit alarm had occurred. The customer's blood glucose was 441 mg/dl. The customer's blood glucose was treated with a bolus. Customer's mother declined to troubleshoot for their high blood glucose. The customer was assisted with reprogramming a fixed prime. Customer was advised to monitor their insulin pump while a replacement battery cap was being sent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.